Event description:
The customer reported to olympus, that the teflon pad fell off during a procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for investigation. It was disposed of by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation. This complaint was most likely caused by activation while the grasping section was closed without contacting the tissue. However, a definitive root cause of the reported issue could not be identified. Per the device instructions for use: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad. Such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur, due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.